Event description:
It was reported that the customer had to change his battery and the insulin pump beeps but does not turn on. Customer's blood glucose level was 235 mg/dl. Customer stated that the screen would not turn on and there was a constant beeping sound. Customer stated that the alarm did not occur prior to the constant tone. Customer was not able to fully troubleshoot the constant tone due to the blank display. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump was monitored for 48 hours and no constant tone noted. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.